Manufacturer narrative:
One used sample list #011-c3302, was returned for evaluation. As received, no physical damage or anomalies on the clave or along the device was observed, only saline solution residuals inside the device was confirmed. No mating device was returned for evaluation. The clave was tested as per procedure and no leaks, occlusions or anomalies were confirmed. Complaint of leak was not able to confirm or replicated. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a ext set, smallbore with clave¿ where it was reported the syringe is hard to connect to clave, and normal saline leaked from the clave. The event occurred during infusion. There was no concomitant drug and no concomitant device involved. There was no bleed back noted. The device was not used for chemo and it is not a bio-hazard. There was patient involvement, no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.